Event description:
It was reported to philips that the c-arm was unable to perform geometry movements. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. According to the additional information collected, the issue occurred during clinical use. The patient studies were completed by shifting to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm was unable to move. Upon troubleshooting actions, fse identified that the rao and lao knobs of the control module tilt ER were functioning intermittently. Subsequently, the fse replaced the control module. After replacement, the system was returned to use in good working order.